Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the cardiac arrest was due to the movement of the mediastinum. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. System/instrument log reviews could not be performed as the logs are not available at this time.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, the procedure was converted to a video-assisted thoracoscopic surgery (vats) and at the completion of the procedure, the patient experienced cardiac arrest. After obtaining initial access to the patient's thoracic cavity, a high number of adhesions were observed. The patient reportedly had no prior surgeries but did have influenza, which accounted for the significant adhesions that were in the thoracic cavity. Third party laparoscopic instruments were used to assist in removing the adhesions and to place the remaining robotic ports. The adhesions complicated port placement, which took approximately two hours prior to docking the robot. The surgeon attempted to remove more of the adhesions; but preferred to convert to a vats based on the patient's anatomy after 1-1.5 hours. There were no intraoperative complications. The procedure was completed, but after the port incisions were closed, the patient experienced cardiac arrest. Chest compressions were performed, and the patient was stabilized. The patient has since been discharged from the hospital. The surgical team stated the cause of the event was due to the movement of the mediastinum and was not caused by a malfunction of a da vinci system, instrument, or accessory. It is unknown what caused the movement of the mediastinum, but the movement was unexpected. No information was available regarding the intubation technique or what the c02 pressure was set at for insufflation.